Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during deployment, the inflation device would not go up, and the pacer was turned off. The operator placed it in the locked position and the valve deployed. The pacer was not turned back on, and the valve embolized. The valve was pulled back into the arch, and a new valve was prepped and deployed. The delivery system balloon was then used to inflate the first valve in the aortic arch, and a dissection was noted. Vascular surgery was notified. The patient will go for CT scan and treatment options will be assessed. Per the hospital risk manager, the delivery system balloon was inflated to approximately 20% during valve deployment when it would no longer inflate. A second valve was opened and implanted successfully. There was an aortic dissection noted. The patient was taken to surgery to repair the dissection.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15330. The device was not returned for evaluation and imagery was not provided for review. The reported event was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. There was no allegation or indication of a device malfunction contributing to this reported event. A review of IFU/training materials revealed no deficiencies. As reported during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during deployment, the inflation device would not go up, and the pacer was turned off. The operator placed it in the locked position and the valve deployed. The pacer was not turned back on, and the valve embolized. The valve was pulled back into the arch, and a new valve was prepped and deployed. In addition, it was noted the delivery system balloon was inflated to approximately 20%. In this case, the balloon had difficulty to be fully inflated, so the valve could not be anchored onto the target site (native annulus). In additional, the pacer was forgot turn on during the re-deployment, which can cause the unstable valve deployment, leading to the delivery system movement toward aorta. The combination of inflation difficulty and no pacing during deployment could result in thv embolize into aorta. As such, available information suggests that procedural factors (inflation difficulty, no pacing during deployment) may have contributed to the reported event. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. An aortic dissection is a tear in the inner lining of the aorta. As a result, blood flows through this newly created false channel, which raises a flap that can occlude blood flow in the true lumen and can result in hemodynamic instability and/or death without surgical intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to the aortic dissection. Investigation results suggest/indicate that procedural factors (pulling back the embolized valve into the aortic arch and deploying it there) may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.